Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely which was a known issue. Moreover, the patient with this crt-p was not feeling well. This crt-p was explanted and replaced. No additional adverse patient effects were reported.